Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt reported that sometime in 2020 they stopped feeling stimulation and attempted to charge their device and they weren't able to. It was reported that¿ the patient's device was most likely over discharged and needs to be restarted. Patient services ps suspects possible over discharge and reviewed information. The patient was redirected to their healthcare provider to further address the issue. The patient has been contacted and sent to a physician to take care of her. Additional information was received from a patient and a manufacturer representative (rep). The rep reported the ins was overdischarged due to the pt being in the hospital and unable to charge. The rep did a device reset and the overdischarge was resolved. The rep noted new equipment was being sent to the patient after they couldn't recharge after the overdischarge. The patient then called and reported that they met with the rep on monday to try and recharge the ins because the ins died during the covid pandemic; pss understood that the pt was referring to the overdischarge. Pt stated that monday night the ins fully recharged, however the whole charging system then went off. Pt stated that they put the equipment back on and started an ins recharging session and it was "starving to charge" with a little quarter of the battery; pss clarified with the pt and pt stated that the ins battery was at a quarter after they had just recharged the ins and that the insr battery was full. Pt stated that yesterday the ins was working great and that they were excited to have the stimulator back, however the device quit last night. Pt stated that the rep thought the issue was with the recharger (insr) since everything else worked. Pt stated that the insr was acting funny; pss clarified with the pt and pt stated that the insr screen was going completely off like the insr was turned off. Pt stated that the ins took the usual amount of time to recharge, however the ins starts out just barely recharging when they initiated the ins recharging session. Pt stated that they would recharge the ins all the way full, turn the devices off, remove the equipment from themselves and then put the equipment back on to start recharging the ins and it starts from the beginning again as the insr would show that the ins was not charged at all. Pss instructed the pt to attempt communication with the ins using the programmer, however the pt stated that the programmer was blank and not powering on even though they just replaced the batteries yesterday with regular alkaline (B)(6) batteries. An email was sent to the repair department to replace the insr and programmer. No symptoms reported. Additional information was received. It was reported the pt called back stating she got her new equipment however now the recharger doesn't stay charge and doesn't last more than sometimes a few hours.¿a new recharger was requested. No symptoms were reported. Additional information from the rep indicated that about 1.5 months ago, the patient started having issues. They reported that the system "is not working the same as it had been." Ins does not hold a charge. The charge "only last for an hour."

Manufacturer narrative:
Continuation of d10: product ID 37751 lot# serial# (B)(6), product type recharger product ID 97740 lot# serial# (B)(6), product type programmer, patient product ID 97754 lot# serial#(B)(6) , implanted: explanted: product type recharger h3. Analysis was performed on [product ID 97740 lot# serial# (B)(6), analysis found that the complaint was unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.